Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula was visible once the pod was removed; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 15 mmol/l (270 mg/dl). The pod was reportedly leaking while wearing the pod for between 4 and 24 hours. Upon pod removal, the patient noticed irritation at the infusion site (abdomen). As treatment, a new pod was applied and a extended bolus was delivered.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. Pink slide insert was visible through the viewing window. The download data indicates that the pod completed both its first and second priming sequences. No issues were found with the needle mechanism that could contribute to a needle mechanism failure. Although no issues were found, the cause of the reported needle mechanism failure could not be determined. A leak test was performed, and no leaks were observed throughout the entire fluid path. No issues were seen with the formed needle that could contribute to a skin condition irritation at the infusion site. The cause of the reported irritation could not be determined.